Event description:
Information received indicates the wheels will continue to roll after the brake is set.

Manufacturer narrative:
The technician found the casters were not engaging into brake. The technician replaced the casters to repair the bed.